Event description:
It was reported that patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp helix stretched. The lp was removed and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual analysis was performed and the outer helix was noted to be stretched out of specification which is consistent with having occurred during procedure. Inner helix length was measured and was within specification. Electrical testing was performed and device was found to be normal. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.